Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated they have been getting bent infusion set cannula in the past couple of weeks that was causing the high blood glucose. There were no site or insulin issues. Customer declined troubleshooting for high blood glucose readings. The customer has treated with manual injection and bolus through the insulin pump. There were no site or insulin issues. The customer mentioned the tape of the infusion set got stuck in the serter. Customer would like to try another type of infusion set. The customer will return the serter and the infusion set for analysis.